Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed two pinholes in the balloon approximately 7.5mm from the tip. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found two pinholes in the balloon. The investigation conclusion is adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 18-dec-2018. It was reported that balloon inflation issues were encountered. The target lesion was located in the percutaneous coronary intervention (pci). A 1.20mm x 12mm fg emerge catheter was used was advance for dilation. However, deflation difficulties occured the balloon couldn't dilate sufficiently. The procedure was continued with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed balloon pinhole.